Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 350-5001bc, left serial #: (B)(6), right serial #: (B)(6), on (B)(6) 2021. The relevant fields have been updated.   Updated reason for device explant and/or reoperation: capsular contracture. On (B)(6) 2021, mentor received additional information regarding the suspected medical device. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jul-2021, mentor received additional information regarding the patient's symptoms and baker grade of the capsular contracture. The patient experienced animation deformity related to the capsular contracture. Initially, the baker grade was reported as iii. However, additional information revealed that the baker grade was IV. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.